Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen was locked and it unable to be unlocked or get to anything on the touchscreen. The vent is currently ventilating. There was no patient involvement.